Event description:
After priming patient's medications, the alaris pump displayed an "air in line" alert. Despite multiple attempts to clear the air, nurses were unable to resolve the issue and had to return the medication to the pharmacy for re-bagging.